Event description:
(B)(6) hospital currently uses a product by lemaitre vascular named the pruitt f3 carotid shunt with t-port ref #-2011-10. This product is used to provide cerebral blood flow while the surgeon is working on an area of stenosis within the carotid artery. On approximately 5 different occasion it has been observed that the inflation balloons are failing to stay inflated, thus affecting the shunting of blood to the cerebral area as well as causing blood to be in the field of vision. The manufacturer states that there are no recalls on this item. Please add this item to your medwatch list. Thank you. Lemaitre vascular pruitt f3 carotid shunt with t-port item #2011-10 therapy dates are (B)(6) 2012 and (B)(6) 2013.